Manufacturer narrative:
On 20-jul-2020, the mentor failure analysis lab received the device for evaluation. On 02-aug-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant and developed capsular contracture. During the visual evaluation, an anomaly was observed on the anterior view of the device and extending to the posterior view, consistent with a crease/fold. Additionally, an area of shell abrasion was observed on the posterior view. Leak testing was performed, according with mentor procedure, and it revealed a tear within the shell abrasion area, measuring approximately 0.6 cm. The evaluation determined that the rupture is consistent with a deflation caused by wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Mentor concluded that the capsular contracture in the patient's breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation and capsular contracture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral capsular contracture, right breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with unspecified mentor smooth saline breast prostheses developed baker grade iii capsular contracture in both of her breasts. In addition, the patient¿s right breast prosthesis deflated after implantation. Both the bilateral capsular contracture and the right breast prosthesis deflation were diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with saline breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.